Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was having less battery capacity while still in the box. Device was not used.

Manufacturer narrative:
The reported field event of a longevity anomaly was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported longevity anomaly could not be determined.